Manufacturer narrative:
Investigation results: the complaint that the patient was soiled with blood could not be confirmed from the 48 representative 22ga insyte autoguard units that were received in sealed packaging from lot: 4025978. A functional test revealed no leaks, damage, or defects on the returned samples. Production records were reviewed, and this batch meets our manufacturing specification requirements. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Event date updated to unknown.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: used it on saturday and had a patient soil with blood during IV administration (5/25). Injuries or adverse event: no

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.